Event description:
It was reported that the pump touch screen became shattered and unresponsive while the customer moved furniture. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.